Manufacturer narrative:
Pending investigation. Concomitant medical devices: 200-02-35 - three peg patella 35mm 1125187, 200-04-33 - cemented finned tib. Tra sz 3f/3t 1123412, 201-46-10 - holding pin headless 3" (4 pk) 1069191, 230-02-03 - optetrak asy,cr cemented femoral, sz 3, 1103473, 620-00-02 - platelet rich plasma kit with spray tips 90403, 620-11-02 - accelerate conc. Sys rep by 620-12-02 6011140703.

Event description:
As reported, the patient had an initial tka in 2008. The patient presented with pain and was revised and a new insert implanted. The surgeon noted some synovitis and some poly wear. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: the revision reported may have been the result of pain and prosthesis wear after being implanted for over 12 years. However, this cannot be confirmed as the device was not returned for evaluation and images/radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: c, d, e, g. The revision reported may have been the result of pain and prosthesis wear after being implanted for over 12 years. However, this cannot be confirmed as the device was not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.